Manufacturer narrative:
During preparation/flushing of an 80 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc), leakage was noted approximately five (5) cm. From the proximal end. The product was not clinically used in a patient. There was no reported patient injury. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU (instructions for use). The complaint product was not clinically used in the patient. Another balloon catheter was used to complete the procedure successfully. No target lesion/target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for analysis. One non-sterile unit powerflex pro 6mm x 4cm bc was returned. Per visual analysis it was noted that the balloon had not been previously inflated/deflated. No anomalies or damages were noted in the device. Per microscopic analysis no anomalies or damages were observed. Per functional analysis a leak test was performed. The device was inflated to 14 atm (atmospheres) and no leakage was noted. A device history record (DHR) review of lot 17482395 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - during prep)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation/flushing of an 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter, leakage was noted approximately five (5) cm. From the proximal end. The product was not clinically used in a patient. There was no reported patient injury. The product will be returned for inspection.